Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the electrode belt failed the fall-off test. Upon evaluation, there was corrosion inside ECG electrode d at the pins of components u1, r8, v3, and v4. The cause of the non-functional electrodes and fall-off test failure is the corroded pins. The root cause of the corroded pins cannot be positively identified but is likely liquid ingress. No adverse event resulted from the corroded components.